Event description:
It was reported that bd iag bc pro global needle broke with insertion attempt. The following information was provided by the initial reporter, translated from french to english: here is the description of the incident according to the department manager: ¿when pricking a patient to infuse the tip, the needle broke. Before infusing the nurse checked the condition of the catheter which was normal and functional. The needle was thrown away. There was no skin break, the catheter could not be inserted".

Manufacturer narrative:
E.1. Address character limit is exceeded: (B)(6). Investigation summary: a device history and complaint history review was completed by our quality engineer team for provided material number 381034 and lot number 3342342. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. This is the 1st related complaint reported with needle broken during / after use. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.